Event description:
Customer called to report damage to the insulin pump. Customer stated there is a leak in the reservoir. Customer's blood glucose reading was 108 mg/dl. Troubleshooting was done. Product is being returned and replaced.

Manufacturer narrative:
Reliability analysis evaluated 1 opened/used reservoir. Performed pre-fill reservoir test per (B)(4). Reservoir failed per specification transfer guard occluded. Transfer guard found occluded, therefore I was not able to perform leakage test.